Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging she was obtaining inaccurate erratic readings with the subject meter. The patient reported obtaining an inaccurate reading of "230 mg/dl"; however, no other readings were provided. The customer care advocate noted that the patient was no longer comfortable with the subject meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.